Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Quality control (qc) was within specifications during the time of the event. System check performed on (B)(4) 2008 resulted within specifications. Testing at beckman coulter customer product line support (cpls) laboratory repeated the customer's result with screening and confirmatory hbsag (surface antigen) assay. It should be noted to the customer not to enter dilution factor when performing 1:100 dilution with the confirmatory test. It appears the incorrect result was due to this dilution factor. The 1:1000 dilution was necessary to have the definitive hbsag confirmatory test result. This sample is therefore not confirmed hbsag (B)(6), and the issue was not due to a defective reagent. Cpls concluded an interference but could not determine the interference type. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may product antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. The access hbsag results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, data from additional tests and other appropriate information. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The affiliate alleged the customer reported a false (B)(6) surface antigen (hbsag) result for one patient involving unicel dxi 600 access immunoassay system. The (B)(6) result was discordant to an alternate methodology, which was (B)(6). The erroneous result was not released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The customer supplied beckman coulter, inc. In (B)(4) with the patient sample for further analysis.